Manufacturer narrative:
Initial reporter address 1: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was partially detached near the lapjoint section. Imaging core impedance test showed a complete circuit curve. Transducer level impedance test showed a good rh peak of 41 ohms. Image test could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 09feb2023. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. After the opticross hd imaging catheter was properly prepared and connected to the motor drive unit, an image check was performed. The image was black and not viewable and did not change even after multiple flushings. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed partial detachment of the imaging window.